Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During routine hemodialysis treatment, blood was observed leaking from the venous port connection to the filter. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed a leak at the bond site of the post filter port which was most likely caused by inadequate solvent bonding of the tubing during the manufacturing process. The user's guide warns that the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components venous access disconnection or other potential causes. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak cannot be resolved. Facility staff was notified of the event. There have been no similar problems reported subsequent to this event. This appears to be a random event. Nxstage will continue to monitor as part of the routine complaint system. Nxstage medical considers this report closed. No additional information will be provided.